Event description:
Patient with history of right breast cancer s/p bilateral mastectomy with delayed placement of allergan textured style 410 anatomically shaped implants (breast surgeon dr (B)(6) plastic surgeon dr (B)(6). Recent CT scan for lung cancer surveillance showed possible right rupture. MRI confirmed this. Pt opted to have both implants removed and not replaced. Had a bilateral partial capsulectomy and removal of implants. Right breast cavity with extensive gelatinous material and serous fluid. Tissue and capsule that was removed was sent to pathology. Fluid sent for cytology for cd30. Final path showed consistent with anaplastic large cell lymphoma on right breast. Left was normal. Ref report: mw5145445. .